Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated at home and went to the hospital for further evaluation. The patient was conscious and alone at the time of the treatments. The patient's husband was in another room. The patient did hear the alarms. The patient reports that she did press the response buttons. After review of the downloaded data, it was confirmed that the patient received eight inappropriate treatments at 22:03:24, 23:13:26, 23:15:59, 23:17:15. 23:17:37, 23:17:58, 23:18:20, and 23:18:41 on (B)(6) 2015. Rapid atrial fibrillation and svt contributed to the false detections. A review of the downloaded data confirms that the response buttons were pressed intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient fell and bumped her head during the event which required a CT scan at the hospital. The patient ended use of the device at this time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient fell and bumped her head during the event which required a CT scan at the hospital. The patient ended use of the device at this time. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 12/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.